Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a trauma-surgical procedure, it was observed that the battery handpiece device stopped working. It was reported that there was no delay due to the event as an unspecified spare device was available for use. There were no patient or user injuries reported. It was not reported if there was medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the housing was broken, worn and torn off. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.